Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, and vibrator and battery tube assembly during visual inspection. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads. There were no cracks on lcd window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was cracked around the screen. The customer's blood glucose level was unknown. It was reported that the pump would be replaced and returned for analysis.